Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the patient came in and the pump adhered to the testicle and the pump could not pump and the aus stuck was deactivated. The pump was explanted and replaced. There were no additional patient complications reported.